Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had a damage. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. It was also stated that the serial sticker was missing and contacts on the battery cap were neither missing nor damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Device was received with missing end cap address label and cracked case at corner of the belt clip rails. The p-cap locks properly into place.